Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarms during therapy (dose, programmed amount and delivery rate unknown). Reportedly, the clinicians had decided to sedate a patient using propofol; the patient was being treated at the intensive care unit (ICU) of the health facility. The infusion set was primed, loaded, and flushed with no irregularities. After over 45 minutes of attempts to clear the alarm and trying different lines while patient still not adequately sedated, the decision was made by the physician at bedside to push a bolus dose of propofol to the patient. The drip was then hung by pulling propofol from the bottle into a syringe and attaching it to a syringe pump in the room. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.